Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on the date of the event, the cgm sensor showed cgm readings of approximately 4.2 to 4.6 mmol/l and the patient experienced a diabetic seizure. The patient did not perform a fingerstick and it was unknown what the exact cgm reading was when the seizure occurred. The patient did not report any treatment for the seizure, but it was understood that the patient was not brought to the hospital right away. The following day the patient contacted the diabetes care team and reported that it was unusual to experience a seizure with glucose levels reading between 4.2 and 4.6 mmol/l, as the dexcom sensor did not indicate any low glucose levels. On (B)(6) 2026, the patient visited the hospital, where blood tests and an MRI were performed to investigate the cause of the event. The results showed that the patient had experienced a hypoglycemic episode, which according to the patient had not been reflected by the cgm device. There was no further information reported regarding the hospital visit. There was no documentation of further medical evaluation or intervention. At the time of the report the patient¿s current condition was unknown. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.